Manufacturer narrative:
The device was received with normal operating currents. Also, passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with a 2.0 u/hour basal rate and monitored for 2 days. Several bolus deliveries were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files. The basal profile delivered completely. No basal anomaly or no delivery alarm noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating low and high blood glucose of 22 to 400 mg/dl and treated with food. Customer indicated that the basal was not functioning correctly and changed the settings. Troubleshooting found that the customer was still having fluctuating blood glucose that was not being corrected by the basal or bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.